Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 13 events were reported for this quarter. Product return status: 12 devices were received for evaluation; 1 device was available for evaluation but has not yet been received. Evaluation status: 8 device evaluations are in progress, 4 events were confirmed during testing, - 4 devices were found to be affected by corrosion. Product disposition: 4 devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated; 10 events had no patient involvement; no patient impact; 1 event had no known patient involvement or patient impact; 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 9 previously reported events are included in this follow-up record.   Product return status: 1 device was available for evaluation but has not yet been received. Evaluation status: 2 reported events were confirmed during testing.  2 devices were found to be affected by corrosion. 4 reported events were not confirmed during testing; however: 2 devices were found to be affected by motor corrosion. 1 device was found to be affected by an electrical problem. 1 device was found to be affected by shattered bearings. 1 reported event was not confirmed during testing; the device was found to be within specifications. 1 device evaluation is in progress.   Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data:13 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status not confirmed 2 reported events were not confirmed during testing; however: - devices were found to be affected by corrosion.   Additional information 13 devices were not labeled for single-use. 13 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.